Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vison valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels (act) were 254 and heparin was administered. A pre-implant balloon valvuloplasty was not done. The valve partially re-sheathed twice due to non-uniform expansion. A post-implant balloon valvuloplasty done with a 22mm non-abbott balloon due to moderate perivalvular leak (pvl). The final implant depth was 7mm on non-coronary cusp (ncc) and 7mm on the left coronary cusp (lcc). After the procedure, the patient had complete heart block and a dual chamber pacemaker was implanted. The patient required prolonged hospitalization due to this event.

Manufacturer narrative:
An event of the perivalvular leak (pvl), complete heart block, and hospitalization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported pvl and complete heart block could not be conclusively determined. The reported hospitalization, surgical and unexpected medical intervention were results of case-specific circumstances as post-implant dilatation was performed, and dual chamber pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.